Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Customer added more insulin to resolve the issue. There was no reported adverse impact to the customer.